Event description:
It was reported that during a pci procedure involving a calcified, highly tortuous, 100% stenotic lesion located in the right coronary artery (rca), the quantum maverick monorail balloon ruptured at 18 atms on the second inflation. The first inflation was to 20 atms. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8161222 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.